Manufacturer narrative:
Upon review of the information assessed by mentor¿s clinical team on 7/20/2020, this event has been reassessed and will be classified as a non-bia-alcl case. This report remains for the contralateral side, where no adverse events were reported except for the removal of the device itself during the patient's course of treatment. However, it was previously incorrectly stated that this report is for the patient's left-sided device when it is actually for the right-sided device. Reference manufacturer's report number 1645337-2018-04971 for mentor's supporting information and investigation pertaining to the classification of this event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor has received additional information that this complaint is a duplicate of the (B)(4) with manufacturing report number 1645337-2018-06215. It was discovered that this complaint is a duplicate during clinician follow up for the medwatch form mw5078032 for the missing pages of the hard copy that was received by mentor. This medwatch report is for the right breast implant. In addition, the outcomes are described in further details. It was reported that a female patient of unknown age underwent breast prostheses implantation with mentor saline devices on (B)(6) 2005. During the summer of 2017, the patient noticed a lump under her left armpit. The patient experienced pain, swelling , and embarrassment of her deformed chest. On (B)(6) 2017, the patient had an ultrasound and mammogram which were abnormal and revealed enlarged axillary lymph nodes. On (B)(6) 2017 a tissue biopsy was taken of the left lymph node which was suggestive of a malignant neoplasm. On (B)(6) 2017, the patient was diagnosed with alcl. On (B)(6) 2017, the patient underwent surgical intervention for the removal of the left axillary lymph node. The devices were left implanted. On (B)(6) 2017, the patient began chemotherapy regimen for 3 days in a row, every 21 days, for a period of 6 months. On (B)(6) 2018, the patient underwent bilateral capsulectomies and explantation of devices. The patient also underwent physical and occupational therapy. The patient also requires vestibular therapy for dizziness and balance issues which have not been resolved. She will be treated by a neurologist soon. Should more information become available, this case will be re-assessed and notes will be updated. No right side lymphadenopathy was reported this medwatch is for the left breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Note: the original reporter was the patient. The patient's contact information is unknown. Manufacturer¿s reference number: (B)(4).

Event description:
During a periodic review of maude database on 2/8/2019, a bia-alcl case was identified. After reviewing this event, we matched it with an existing complaint in our database that was created pursuant to a medwatch form sent to mentor by FDA. A review of a physical copy of the medwatch form mw5078032 found that the 2nd page of the user-submitted story was missing from FDA¿s initial communication to mentor. The 2nd page contained specific event details, particularly the patient¿s alcl diagnosis and the removal of the contralateral device, that was hence omitted from the initial report. An internal corrective action was opened to identify and redress any existing mentor complaint files that may have the same issue, and mentor will contact FDA separately to obtain a full copy of mw5078032 for our records. Based on the new information available, this report has been created and will be filed for the patient¿s contralateral device. This report contains information from user-submitted mw5078032, available in the maude database, and separately mailed to mentor by FDA. It was reported that a patient of unknown age underwent an unspecified breast implantation procedure with two mentor smooth round moderate profile 425cc saline breast prostheses on (B)(6) 2005 was diagnosed with bia-alcl postoperatively. The diagnosis was made on (B)(6) 2017, but it is not specified whether it was found on the patient¿s right or left side. The patient¿s physician attributed the alcl diagnosis to the breast implant, as the patient tested cd30+. As a result, the patient underwent bilateral removal with total capsulectomies (B)(6) 2018. The patient was successfully treated with chemotherapy in 2018, and pathology took pictures of her explanted devices. At the time of this report, neither these pictures nor the devices themselves have been made available to mentor for analysis purposes. No contact information was provided, so no follow-up is possible at this time. This report is for the resultant removal of the patient¿s contralateral device. There is currently no information suggesting that alcl was diagnosed bilaterally. If additional information is received in the future, this case will be updated and reassessed.